Event description:
In this case, a 25 mm valve was explanted after an implant duration of approximately 3 months (3.43 months) due to mitral regurgitation (mr) led by prosthetic valve endocarditis (pve). On (B)(6) 2013, a 25mm mitral valve was implanted for mitral valve replacement (mvr). On (B)(6) 2013, the valve was explanted and replaced with a 23mm mitral valve correct mitral regurgitation led by endocarditis. The type and source of infection were not provided by the customer; however, the customer did indicate that the valve was not the source of the infection.

Manufacturer narrative:
Method: device not returned. Through follow up with the customer, it was learned that the device will not be returned for evaluation because of the infection. The patient status as of (B)(6) 2013 is known only as ¿recovered¿. The source and type of the infection were not disclosed by the customer and no reports have been provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, a lot search was conducted in our complaints database for any other device from lot # 12k303. There were no other reported events. Without additional information as to the source or type of infection, and without return of the device, we are unable to complete our investigation into the root cause for this event.